Manufacturer narrative:
The sample probe was cleaned and the issue was resolved after this action. The investigation determined that cleaning the sample probe resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of < 5 mg/dl, which repeated as 75 mg/dl. The glucose reagent lot number was 584180, with an expiration date of 31-jan-2023.